Event description:
Patient had a tkr and was experiencing pain and instability. A thicker ts insert and universal baseplate was implanted. Pain instability

Event description:
Patient had a tkr and was experiencing pain and instability. A thicker ts insert and universal baseplate was implanted. Pain instability

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving an unknown baseplate was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.